Manufacturer narrative:
The device has not been returned for evaluation as the device remains in-situ. Root cause is unable to be determined at this time. Device remains in-situ.

Event description:
Information was received that on several different lengthening sessions the offset rod was giving "kickback", and the intended length was not achieved. At this time a revision procedure has not been performed. There was no patient injury reported.